Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. There were no errors, alarms or warnings related to the complaint in the pump history and none during testing. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(4) 2015, the patient experienced a blood glucose (bg) of 930 mg/dl with a mini stroke, polydypsia, polyuria, symptoms of dehydration and vomiting associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was hospitalized and treated by their healthcare provider with IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.